Event description:
It was reported that that the implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator (eri) early. Also noted were instances of inappropriate shocks due to oversensing of the right ventricular (rv) lead. The ICD was removed and replaced, and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).